Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampons have frayed strings, shredded upon opening [device physical property issue]. Case narrative: consumer reported via e-mail that the tampons have frayed strings. No injury reported.